Manufacturer narrative:
Event could be confirmed, as the surgeon provided the patient's images that showed heterotopic bone around the right-side joint. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported there will be a revision surgery to revise the tmj implants due to heterotopic bone.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to revise the tmj implants due to heterotopic bone.